Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the customer going into the pool while connected to the insulin pump. Customer's blood glucose was 89 mg/dl. The mother reported the display went blank after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.